Event description:
It was reported that following implantation of the preloaded toric intraocular lens (iol), the patient experienced blurry vision. The implanted lens was subsequently exchanged for an iol of a different power. The patient has since healed and is satisfied with the final visual outcome. Follow-up confirmed that an incorrect iol power was implanted in the right eye, resulting in under correction and a loss of two or more lines of best spectacle-corrected visual acuity (bscva). Pre-operative refraction was -4.50 +0.50 × 45 with a bscva of 20/20. Post-operative refraction was -3.00 +0.50 × 107 with a bscva of 20/20. The intended target refraction was plano. The replacement iol used during the exchange procedure was not a johnson & johnson lens. Following the exchange, the patient achieved a post-operative visual acuity of 20/25. No unplanned surgical interventions such as vitrectomy, incision enlargement, or the placement of sutures were required. No pre-existing conditions affecting iol power calculation were reported, and no evidence of patient harm was identified. No additional information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.